Manufacturer narrative:
Follow-up #1: date of submission 02-oct-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, keypad was intact and all keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and evidence of moisture corrosion was found on the keypad connector, and on the display board. The keypad issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.